Event description:
It was reported that during preparation for use the image was temporarily lost, as the image was turning on and off when shaking the cable. The cable was reportedly broken. The intended procedure was a therapeutic plasma electrotomy. There was no reported delay, and the procedure was completed using another similar device. There was no patient injury or death reported.

Manufacturer narrative:
The device was returned to olympus repair center (rc) for evaluation. The evaluation found that the surface of the cable was broken resulting in flickering image with horizontal stripes. The report of image temporarily disappeared was not confirmed, and the cable being broken was also not confirmed based on the initial evaluation of the returned device. The investigation is ongoing, and this report will be supplemented when new information becomes available later. Initial reporter address: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image abnormality was due to a damaged cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.